Manufacturer narrative:
The ventilator is returning to a third party svc ctr for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info from a third party service ctr alleging a ventilator's triggering. There was no harm or injury reported.